Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-04650. It was reported that during a percutaneous coronary intervention (pci), an imaging catheter got stuck with the stent and stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex coronary artery (lcx). A 3.00 x 32 mm promus element stent was implanted, and then an f/g atlantis sr pro2 was used to visualize the lesion for post-stenting. During withdrawal, the atlantis got stuck with the stent and cannot be removed. The physician determined that the imaging catheter got stuck due to the tortuously of the vessel. They managed to remove the imaging catheter by removing the transducer, then inserting a guide wire. During post-dilatation, the physician noticed that the promus element stent was well apposed to the vessel wall with the middle part slightly damaged. A 3.00 x 24 mm promus element stent was deployed to treat the damaged position. The procedure was completed with another f/g atlantis sr pro2. No patient complication was reported and the patient's condition is good.